Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 15-apr-2018, UDI#: (B)(4). Product ID: 977a160, serial/lot #: (B)(4), ubd: 17-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s stimulation coverage wasn't the same as it used to be. It was unknown what factors could have led to the issue. The rep reported that the hcp took an x-ray and noted that the leads had migrated up one vertebral level. The rep reported that the hcp planned to revise the leads on (B)(6) 2019 and pull them back down. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.